Event description:
Information received indicates the head section is drifting down.

Manufacturer narrative:
The technician cleaned the head drive brake assembly and replaced the head drive flat screw assembly to repair the bed.